Event description:
Reportedly, the programmer did not save a follow-up on its hard disk.

Event description:
Reportedly, the programmer did not save a follow-up on its hard disk.

Manufacturer narrative:
The review of provided data did not confirmed the reported issue: - all in-clinic follow-ups that have been performed have been found in the provided data. - no storage errors could be found in the expert data. - in the data storage section, the traces of all saved files are visible and added in database. - a wrong manipulation when executing an extract of the technical analysis can be the root cause of empty files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.